Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: resistance when advancing jugular filter introducer. Replaced with a new device. No harm to the patient. Per the product evaluation, it has not been possible to make an investigation, there was only tray, lids and tyvek returned. Review of device history record showed no evidence to suggest that the device was not manufactured according to specification. According to instruction for use excessive force should not be used to place filter. Based on the provided information and product evaluation is has not been possible to determine a likely cause of event. Kinks on the introducer sheath or tortuous anatomy of the patient is two of the possible causes that could have contributed to the event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref (B)(4). (B)(4). PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: igtcfs-65-1-uni-tulip was prepped per protocol for jugular placement. Resistance upon advancing filter loaded catheter into sheath, so brought filter catheter and sheath back out. Went back in with brand new filter and it worked fine. Patient outcome: no harm to patient.